Event description:
Tbm (B)(6) gave partial sn of (B)(4)...tbm states this is a roze lift. Walked tbm through parts book and sent him copy of the print from infocenter for this part. Tbm states the clips on the inside of the boom is broken. No additional information available.